Event description:
It was reported that the patient presented remotely to the hospital via merlin.net on (B)(6) 2022. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was far p wave oversensing which led inhibition of cardiac pacing. The programming changes were performed to the ICD. The patient was in stable condition.